Event description:
It was reported that a one-link catheter extension set would not prime. The reporter stated that the solution bag was squeezed to initial flow; however the device would not prime. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.